Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry inside a micro centrifuge vial with residue on the lens. Visual inspection found the haptic torn with foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -02.0/+1.0/177 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to endothelial touch and angle closure. The surgeon does not plan to implant another lens. The problem was resolved. The cause of the event was unknown.